Manufacturer narrative:
This report is being submitted to report the user's experience and the investigation findings. The device(s) referenced in this report were not returned to olympus for physical evaluation. The device history record (DHR) for the complaint device(s) could not be reviewed since the exact model, lot/serial number(s) were not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion from the information reported in the article, it is presumed that the cause was not due to a product defect, however, the definitive cause could not be established. This event has been reported by the importer on MDR# 2951238 - 2021 - 00300

Event description:
It is reported in the literature article titled "endoscopic submucosal dissection (esd)" published in 2015 by the american society of gastrointestinal endoscopy, an unspecified number of patients experienced bleeding events (a common and expected intraprocedural issue during esd), perforation or stricture during (esd) requiring surgical intervention ranging from endoscopic clipping during the same procedure, to open wedge resection or laparoscopic gastrectomy. This article is a technology status evaluation report and summarizes findings across many studies. No specific patient or procedural details are available. It is not specified that an olympus device was used in any of these cases, however, the study reports that the esd procedures are performed using single use electrosurgical devices and mentions olympus knifes, monopolar hemostatic forceps, or rat tooth/alligator jaw forceps as being commonly used. The study also reports that an olympus high definition therapeutic gastroscope with a single large lumen instrument channel such as the olympus gif-ith190 is a superior choice for this procedure. This report is being submitted to report the potential that an olympus device could have caused or contributed to an adverse event requiring surgical intervention. There is no mention in this article of any olympus device malfunctioning in any procedure.